Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files confirmed a system notice unrelated to the reported issue of air ingress. The flexcath advance sheath, 4fc12 with lot 51072, was not returned for analysis; therefore, the reported issue could not be confirmed.

Event description:
It was reported that during a cryoablation procedure that air was observed in the sheath and there was difficulty aspirating the air from the sideport of the sheath. The sheath was then replaced to resolve the issue and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.